Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, it was reported the device was not used past its expiry date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis and if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that a lithovue flexscope was used during a left ureteroscopy with laser lithotripsy procedure on (B)(6) 2019. During procedure, the patient experienced a ureteral perforation injury from the advancement and positioning of the ureteral access sheath.

Manufacturer narrative:
Block d4: the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, it was reported the device was not used past its expiry date. Block h6: patient code e2114 is being used to capture the reportable issue of perforation. Block h6 (impact code): impact code f12 is being used to capture the reportable patient complication serious injury. Block h10: the device has not been received for analysis. Upon receipt and completion of the device analysis and if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: correction - a1 (patient identifier), a6 (race), and h6 (evaluation conclusion codes) have been corrected.

Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that a lithovue flexscope was used during a left ureteroscopy with laser lithotripsy procedure on (B)(6) 2019. During procedure, the patient experienced a ureteral perforation injury from the advancement and positioning of the ureteral access sheath.